Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a zero tidal volume and disconnect alarm. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and was not able to duplicate the reported condition. The unit passed calibrations, est (extended self-testing) and sst (short self-testing).